Event description:
It was reported that the bur broke and remained stuck in the attachment. This occurred after a surgical procedure during clean up. There was not adverse event reported as a result of this malfunction.

Manufacturer narrative:
Investigation results verified that the bur shaft was stuck in the attachment. The root cause of this incident may potentially relate to abnormal treatment of product at the account. This is possible as the shanks of the burs used in this attachment are very small and excessive force can cause them to break. The label for the device subject to this MDR has a warning, which states do not use excessive force.